Event description:
It was reported that the battery status of the activa implantable neurostimulator was not recognized to programmer. Impedance and current measurements were also not recognized. The device was explanted and returned to the MFR for analysis.